Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that device does not produce an audible sound. The device was not in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and confirmed that the speaker cable was disconnected. The rse had the customer reconnect the speaker cable to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected speaker cable. The reported problem was confirmed. The device was confirmed to be operating per specifications after the cable was reconnected, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.